Event description:
The manufacturer received information alleging a malfunction of a ventilator's touchscreen. There was no harm or injury reported. The ventilator was evaluated by a field service engineer for evaluation and the customer's complaint was confirmed. The device's display, display board and interface board were replaced to address the issue.